Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that low voltage and clock reset events were observed on the patient history screen. The log file indicated that there were two reset events, in which the system controller captured low battery advisory, low battery hazard and went into power save mode before finally losing all battery power and causing a pump disconnect. The hospital observed a bent pin on the patient cable. The hospital observed a bent pin on the patient cable. The hospital replaced the patient cable to resolve the issue.

Manufacturer narrative:
Usage of the device - the usage of the returned power module 14 volt patient cable (lot number 34756240210) is not known to the manufacturer as the patient cable is not labeled for single use. The cable was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.